Manufacturer narrative:
Date of event: exact date unknown, event occurred three days ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation and was no longer getting pain relief from spinal cord stimulator (scs) device. Lead check showed that the leads had high impedances, however, they were not identified as being fractured when viewed under x-ray. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively and the explanted leads were discarded by the medical facility.